Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2011, subsequently, patient experienced a dislocation in the same year, and was hospitalized for three days. The patient alleges slipping, popping, burning, and soreness in the hip. No revision procedure has been scheduled.

Manufacturer narrative:
This follow-up report is being forwarded to relay an additional maude report which corresponds to the same event. Maude report (B)(4) was filed on (B)(4) 2012, and corresponds to the same event. This follow-up report is number 1 of 2 mdrs filed for the same event (reference 1825034-2012-00797-1 / 00798-1).

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states, "dislocation and subluxation due to inadequate fixation, malalignment, malposition, excessive, unusual and/or awkward movement and/or activity, trauma, weight gain, or obesity. Muscle and fibrous tissue laxity can also contribute to these conditions." Number fourteen states, "postoperative bone fracture and pain". Maude report (B)(4) was filed on april 26, 2012, and corresponds to the same event. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2012-00797 / 00798).